Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports juvederm volift with lidocaine injections to the commissure, io and nasolabial groove. Concomitant 50iu botox injection noted. 1.5 years later, patient experienced infrapalpebral and right malar edema without palpable nodule. The "event appeared out of nowhere, patient thought it was conjunctivitis because the eye pricks, but it is not watering. It was sore from the tip of the eye to the nose." The patient also reported being with ¿low immunity¿, had herpes the week before and had a foul-smelling urine. The physician interpreted it as urinary tract infection and as a trigger for the reaction to the filler. Physician performed ultrasound at the clinic, which confirmed edema in the infrapalpebral/right malar region, without formation of nodules. Physician started treatment with ciprofloxacin and corticosteroids 2 days post symptom apparition. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00741 (allergan complaint (B)(4). This MDR is being submitted for lot: v17la70199.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The healthcare professional reported that the symptoms have resolved. The patient was on the corticosteroids for 30 days and was on antibiotics that worked to treat both, the edema and the urinary tract infection that the patient was having at the time of consultation.